Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 600 mg/dl. Caller was advised to have the customer disconnect from the pump. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.